Manufacturer narrative:
(B)(4). The customer reported, the device was discarded. The lot number was provided. A review of the device lot history record is forthcoming. A follow-up will be submitted. The jostent graftmaster, part# 12744-16, lot# 514455 indicated is being filed under a separate medwatch MFR number.

Event description:
Device issue: failure to advance. Time of device issue: during the procedure. Adverse event: acute myocardial infarction/death. Onset of adverse event: during the procedure. It was reported that the graftmaster 4.0 x 16 stent could not cross the left anterior descending artery to treat the perforation caused by a non-abbott stent. A graftmaster 3.0 x 16 stent was deployed and it sealed the perforation; however, the patient experienced an acute myocardial infarction and died. No additional event or patient information is available.